Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece with all the tines intact. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies on the lead.

Event description:
It was reported during in clinic follow up that the atrial lead exhibited loss of capture. Dislodgement was confirmed via x-ray. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.